Event description:
A customer reported their c10-3v intracavity transducer lens had a hole with exposed electronics. This probe is associated with the epiq 5w ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The service engineer evaluated the transducer to confirm the reported problem and initiate the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.